Manufacturer narrative:
Additional information received from the operating surgeon to indicate there is no deficiency with the onxace-19. The valve was explanted on the same day as implant due to patient anatomy (very small aortic annulus). The surgeon made the decision to explant the valve and put in a size 17 valve from another manufacturer. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the initial report, "explanted" written on the implant registration card. Additional information received from surgeon relays, nothing wrong with valve. I had to explant and put a size 17 mechanical vale; very small aortic annulus. Additional information received by phone conversation with lori, nurse to dr. Zolfaghari, relayed that the onxace 19 serial number (B)(4) was explanted on (B)(6)2018 and immediately replaced with the 17 hp st jude due to very small aortic annulus on (B)(6)2018. The on-x heart valve line does not have a size 17 valve so the surgeon used a different manufacturer's size 17 valve for the patient.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the initial report, "explanted" written on the implant registration card.